Event description:
It was reported that during a percutaneous coronary intervention (pci), stent damage occurred. The lesion was located in the left circumflex artery (lcx). During deployment of a promus element stent, a guide catheter "hit the stent". Stent deformation was reported. Another promus element stent was then deployed and post dilated successfully. The patient remained stable and no complication was reported.

Manufacturer narrative:
If implanted and event date - autumn 2011. Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).